Manufacturer narrative:
(B)(4). The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The pressure and extender tubing were also returned. Two kinks were observed on the catheter tubing approximately 60.2cm and 76.5cm from the iab tip. The optical fiber was found to be broken within the kinked location approximately 76.5cm from the iab tip. The optical fiber was found to be broken, confirming the reported problems. The evaluation confirmed the reported problem. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal or the inability to calibrate it. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that on 06/22/2017 that there was an optical sensor failure alarm for the intra-aortic balloon (iab) catheter. Troubleshooting was performed, but the alarmed continued. The fiber optic was unplugged and transferred to fluid column to receive pressures. There was no injury or harm to the patient.

Manufacturer narrative:
Although good faith efforts have been attempted to retrieve the device, the device was not returned by the customer and so could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that on (B)(6) 2017 that there was an optical sensor failure alarm for the intra-aortic balloon (iab) catheter. Troubleshooting was performed, but the alarmed continued. The fiber optic was unplugged and transferred to fluid column to receive pressures. There was no injury or harm to the patient.